Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. An xtw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught on the anterior leaflet. Troubleshooting was performed and the clip was removed from the leaflet without causing damage. The clip was repositioned, and grasping was performed. It was noted the posterior leaflet was unable to be grasped and the clip then became caught in chordae on the posterior side. At this moment it was observed the posterior gripper was no longer functioning and became damaged. Troubleshooting was performed, but the issues was unable to be resolved. The clip was unable to release from chordae, but both leaflets were able to be grasped with the clip. The clip was deployed without further issues, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported difficult or delayed positioning associated with clip interacting with anatomy and difficult or delayed positioning associated with leaflet grasping resulting in entrapment of device (clip becoming caught in anatomy) and subsequent single gripper actuation issue and product quality problem associated with damaged gripper could not be determined. Image resolution poor is related to patient and procedural conditions as it was also reported that the patient's esophagus was in a very lateral position making it a challenge for the echocardiographer to obtain good quality images at times. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.